Manufacturer narrative:
Patients identifier and weight are unknown. This report is for one (1) unknown synthes va-tcp vlp. Part and lot numbers are unknown; UDI number is unknown. Implant date, explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after the subsequent review of the following journal article: obata, h. Et al. (2017). Difficulty in fixation of the volar lunate facet fragment in distal radius fracture. Case reports in orthopedics. Volume 2017, pages 1-5. (B)(6) this study involves a report of two challenging cases of difficulty in fixation of the volar lunate facet (vlf) fragment in distal radius fracture. These cases are reported with a review of the literature. Out of the two cases, one patient was implanted with a synthes volar locking plate (vlp). A (B)(6) woman underwent reduction and fixation using a synthes va-tcp vlp for proximal placement used as a buttress plate to treat right distal radius fracture with volar displacement. For the distal screw, monoaxial screws were inserted over the guide block. Re-displacement was noted 6 weeks after surgery. Patient was revised 10 weeks after surgery using a competitor product with corrective osteotomy. This report is for one (1) unknown synthes va-tcp vlp. This is report 1 of 2 for (B)(4).